Event description:
It was reported that an alert was tripped on the right atrial (ra) lead due to a polarity switch. It was also reported that the lead was noisy when manipulated. The ra lead had far field r-wave oversensing, high impedance, non-capture and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found high atrial impedance/resistance with increasing impedances to over 2000 ohms. Also, 1,701,574 high impedance paces recorded post lead warning on (B)(4) 2011.